Event description:
During preventative maintenance of the device, the hospital representative observed bearing grease inside of the roller pump. Based on the findings by the representative, the hospital has an inoperable heart lung console until further evaluation is completed. Since the event occurred during preventative maintenance, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.